Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8305836. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. Our investigators noted a small crack was found during leakage testing that was located on the adapter. The returned product's swage dimensions were measured by our team and found to be within product specifications. However according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study, CAPA#642738, to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspection s for cracks in the adapter head, and we are furthur optimizing our swaging process by reducing depth requirements.

Event description:
It was reported that leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it was found blood leakage at adaptor."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd intima-ii closed IV catheter system. The following information was provided by the initial reporter, "it was found blood leakage at adaptor."